Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00786. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 month. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(4), and the report of suspected bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further issues related to bleeding reported. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for suspected gastrointestinal (gi) bleeding on (B)(6) 2018. The patient¿s hematocrit was 17.9 percent and hemoglobin was 5.2 g/dl. In a 24 hour period, the patient was transfused with 4 units of packed red blood cells (prbc). At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. On (B)(6) 2018, it was reported that the patient did not have any gi workup done at this time. The patient was transfused 4 units of prbc¿s and was sent home. The patient was still receiving coumadin with a lower inr goal of 1.5 ¿ 2.0. On (B)(6) 2018, the patient¿s hemoglobin was 8.4 g/dl and hematocrit was 29.0 percent. No additional information was provided.